Event description:
Customer reported a rh discrepancy on galileo. A known o, rh negative donor tested positive for the weak_d assay. The sample was retested on the galileo and the results were reported as o, rh positive.

Manufacturer narrative:
The customer performed testing by manual tube method using the same anti-d reagent using on the galileo and the sample tested as o, rh negative, using a 15 minute incubation. The customer then repeated testing with the tube method using a 30 minute incubation, the sample typed as o, rh positive. The package insert states that incubation time can be 15-60 minutes. The customer did not return sample for investigation testing. The nature of the sample cannot rule outed as contributing to the event.